Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire was found frozen inside the catheter. It was unknown if the balloon was inflated. The guide wire and catheter were removed from the pt as a unit. Another catheter was pulled to proceed with the case. No pt injury was reported. No further info was reported. This event will be filed based on the investigational findings.